Manufacturer narrative:
(B)(6). PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. (B)(4). Conclusion: without a sample, an absolute root cause for this incident cannot be determined. Bd was unable to duplicate or confirm the customer's indicated failure mode. If samples are received in the future, the complaint will be re-opened and re-investigated.

Event description:
It was reported that the safety mechanism holding the needle came off during cannulation; this resulted in a needlestick injury to the clinician who received bloodwork, and is anticipating serial lab draws. It is unknown whether the source patient received bloodwork relating to this incident.